Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable inr results for 2 patients tested on a coaguchek xs plus meter serial number (B)(4) compared to an unknown laboratory method. For patient 1 the customer provided two separate examples of erroneous results. For the first example, the meter result was 4.7 inr and the laboratory result was 3.29 inr. For the second example, the meter result was 5.5 inr and the laboratory result was 3.42 inr. For patient 2 on (B)(6) 2018, the meter result was 4.2 inr and the laboratory result was 3.09 inr. There was no allegation of an adverse event. The customer's meter and test strips were requested for return. Relevant retention test strips (lot 314047) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.